Event description:
A materials manager reported that bilateral intraocular lenses (iol) were exchanged due to the patient experiencing right blindness and glare. The surgeon reported the patient stated that she was having difficulty seeing house numbers and signs at night which resulted in her feeling unsafe driving at night. The lenses were exchanged for a different model. In a follow up, the surgeon reported the event resolved with treatment. There are two medical device reports associated with this event. This report is for the right eye.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Optic was torn/split/cracked and had scratches across the anterior surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested on 05/05/2009 and 05/07/2009 by phone, fax, and mail. A completed questionnaire was received on 05/11/2009.